Event description:
It was reported that the patient complained of pain in his hip. X-rays showed the system was broken below the proximal body. A revision surgery is planned.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.